Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to press on the wake button multiple times for the display to turn on. Customer's blood glucose ranged from 105-132 mg/dl. The customer indicated that the display could still be activated using the wake button and indicated that tandem technical support would be contacted if the issue persisted. The customer did not contact tandem technical support regarding the reported issue.